Event description:
Additional information: it was reported that patient was admitted in hospital for pump ablation on (B)(6) 2011 and was discharged on same day. Patient outcome was noted as resolved without sequela. It was added that "no corrective treatment was received for nausea and vomiting". Additional notes indicated that on (B)(6) 2011 patient presented with mood changes, euphoria, and sadness; intervention included decrease in dose and issue was noted as resolved. On (B)(6) 2011 patient had vertigo and hypotension, no actions were taken. On (B)(6) 2011 patient continued to have vertigo, and had nausea and paresthesia; the dose was decreased and issue was noted to be resolved. Following this the pump ablation occurred on (B)(6) 2011.

Event description:
A pump ablation was reported. It was stated that in (B)(6) 2011 patient had an appearance of closed erythematous reaction on the opposite of the pump. A dermatologist consultation diagnosed this as allergia of the pump. On (B)(6) 2011 patient was seen by the healthcare provider (hcp) for post-operative lumbar radicular pain treated with intrathecal infusions of zinicotide. It was added that patient was receiving treatment for all this in the form of oral opioids. She had systemic adverse effects: headaches, flushing, neurosensory deficits, significant asthenia, increasing mood disorder, but also local effects in the form of eczema probably due to the implanted material. Patient severity was noted as moderate and involved hospitalization. Relationship to the drug was noted as not related. On (B)(6) 2011, patient underwent a removal of the pump and spinal catheter. Multiple bacteriological samples were taken at that time. Drug delivered via the device from (B)(6) 2011 was prialt. Patient outcome was noted as recovering; as of (B)(4) 2012 hcp notes indicated allergia.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).